Manufacturer narrative:
The insulin pump failed the displacement test due to the motor encoder signal being out of phase.

Event description:
It was reported that the insulin pump was not reading the reservoir volume correctly. The reported blood glucose reading was 127 mg/dl. Troubleshooting was performed. The high pressure test passed. However, the displacement test failed. Nothing further was reported.